Manufacturer narrative:
Pump received with no button response due to moisture keypad traces. Pump received with cracked battery tube thread, cracked reservoir tube lip, and severely scratched display window noted.

Event description:
The customer's father reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 402 mg/dl. The customer stated none of the buttons are working when pressing them no reaction. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.